Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that tech services was onsite (B)(6) 2019 for driveline phase testing. The testing did not reveal any truly broken wires. Patient will come for regular log download to monitor wires for further degradation. No further information was provided.

Event description:
It was reported that additional log files were reviewed and did not show any further degradation although it does not look like this wire is contributing much to function of the vad. The other 5 wires appear to be functioning as intended. No further information was provided.

Manufacturer narrative:
Corrected manufacturer's investigation conclusion: the evaluation of the submitted system controller log files confirmed the report of driveline faults. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log files contain data ranging from (B)(6)2019 through (B)(6)2019 and from (B)(6)2020 through (B)(6)2020. Several driveline fault events and associated yellow wrench advisories associated with phase 2 were observed throughout the duration of the log files. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information. Section g3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log files confirmed the report of driveline faults. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log files contain data from 17nov2019 through 26nov2019 and from 07jan2020 through 22jan2020, respectively. Several driveline fault events and associated yellow wrench advisories associated with phase 2 were observed throughout the duration of the log files. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU, document 10006960, rev. C, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, document 10006962, rev. C, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files on (B)(6) 2020 continued to capture dl fault events. A wire in phase b is degraded significantly. There were no other unusual events recorded in the log file event history and the mcs equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a drive line fault alarm which appears to be true. Phase a,b,c values should all run together, however, phase b is well below the spec causing these drive line fault events. The patient will likely have a pump exchange. Still waiting on some testing to be completed. Patient is currently stable. No further information provided.